Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter. Wilfred poppinga : 2023 (B)(6) 13:06:09 (gmt) the sapovirus positive that went negative upon repeat is close to the limit of detection; making repeats unreliable ¿ nothing I can change there. Customer has started validating the viral panel recently. They run samples and then send them to an other lab where the same samples are run on bd max also. In pori lab they get adenovirus positives (she also mentions this occurs when they have other positives in that sample), which are adeno negatives in the other lab.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for adenovirus when comparing results from the same samples ran in instruments at different labs. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts and reader renormalization to correct the issue. The fse performed a qualification test to ensure the instrument was functioning as intended. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. This complaint was able to be confirmed through other means and a DHR review is not applicable. No parts were returned or replaced as a part of this complaint, however log files were reviewed. No additional false result complaints have been received since this service fix. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Manufacturer narrative:
D.3 common device name: instrumentation for clinical multiplex test systems. G.7 PMA / 510(k)# k111860, k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was a false positive. The following information was provided by the initial reporter: (B)(6) : (B)(6) 2023 13:06:09 (gmt) the sapovirus positive that went negative upon repeat is close to the limit of detection; making repeats unreliable ¿ nothing I can change there. Customer has started validating the viral panel recently. They run samples and then send them to an other lab where the same samples are run on bd max also. In pori lab they get adenovirus positives (she also mentions this occurs when they have other positives in that sample), which are adeno negatives in the other lab.